Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirteen years, one month post implant of this bioprosthetic valved conduit in a pediatric patient, the patient presented with an increasingly volume loaded and dilated right ventricle with severe pulmonary insufficiency. The patient was evaluated for a valve-in-valve replacement, but balloon testing demonstrated potential occlusion of the left coronary artery. The device was explanted and replaced due to mild conduit stenosis and severe pulmonary regurgitation. No additional adverse patient effects were reported.